Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right ventricular (rv) lead helix could not extend. The lead was extracted and replaced with a new lead. No patient complications have been reported as a result of this event.